Event description:
Home pt's (hp) daughter contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected transfer set from the pt line of the homechoice set during therapy, without pausing therapy, or capping off transfer set or pt line of the homechoice set. Tsc assisted hp's daughter in ending therapy early & and capping off hp's transfer set, and advised hp's daughter to setup with new supplies to complete therapy. Per rn, no pt injury or medical intervention was associated with this incident.